Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the reported leak. A review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A hospital technologist reported that an internal dialyzer blood leak occurred immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The machine alarmed for blood leak and blood was visually confirmed in the return dialysate hose. The leak was observed to be on the side of the dialyzer, but there was no defect or damage visible. The patient¿s dialysate flow rate (dfr) was 500 ml/min and the blood flow rate (bfr) was 120 ml/min. The patient¿s extracorporeal circuit (ecc) of blood was not returned. The patient¿s estimated blood loss (ebl) was noted as being approximately 200ml. No patient adverse effects were experienced and no medical intervention was reported as a result of this event. The patient completed treatment with a new set-up of supplies. The complaint device was discarded and therefore not available to be returned to the manufacturer for physical evaluation.